Event description:
It was reported that the insulin pump alarmed motor error. The insulin pump was not exposed to high magnetic fields. It was also stated that the battery was only lasting one to two days. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.